Event description:
It was reported during the use of the product, a "no message" alarm went off. Patient changed the cassette and the line, however after an hour they check the line, after bubble control and noticed new bubbles. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition with the slide clamp activated and with the blue clip. Picture two shows the front view of a cassette product from the flow stop model without a blue clip. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The cassette sample was received in used condition without its original packaging, decontaminated and inside in a plastic bag. The cassette sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the cassette sample received did not present any damaged, kinked or cut condition that could cause failure mode. Functional testing included the cassette sample being filled with 100ml of water. The sample was connected to a pump in order to look for any unusual function. Results: the sample was fully priming and connected without difficulty, the pump was set, running and a no disposable alarm was activated. The customer reported complaint was confirmed. Root cause of the reported issue is undetermined. A CAPA was created to address the no disposable alarm issue in order to identify the root cause. The investigation is currently ongoing. No lot number was provided therefore, device history record review could not be performed. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.